Event description:
It was reported that prior to a procedure at the user facility the micro reciprocating saw was able to run in the stop position. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The engineer reported that the handpiece ran without user activation and had a corroded motor cartridge.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a procedure at the user facility, the micro reciprocating saw was able to run in the stop position. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.